Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "packaging issue" with her onetouch ultramini system kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that an unspecified date and time, she discovered that the items inside the subject system kit were damaged. The patient stated that she manages her diabetes with insulin, 7 units of novolog taken during each meal and 20 units of lantus once a day, and took her usual, daily dose of medications in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness, nausea, lightheadedness, inability to concentrate and feelings of passing out". The cca was informed by the patient that ems was called in and that she was administered with "IV glucose and possibly glucose injection" and was tested on an unknown device. The patient does not recall when ems was called in and what her test result was from the other device. During troubleshooting, cca noted that per the patient, the subject system kit "looked like it was sat on". Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.